Event description:
It was reported to manufacturer, by facility, per facility, they were doing a resident transfer from her bed, when resident's foot was cut open from the seat pan on the bed frame. Per facility, the plastic seat pan support for the bed is very sharp with jagged edges. They have applied masking tape over the rough edge of the resident's bed to cover it up, so she would not get cut again. Resident was sent to the ER, where she needed 17 stitches to close the cut. RMA issued to get entire bed back for evaluation. Replacement order.